Event description:
Same case as #2029214-2005-00112. It was reported the catheter's distal marker broke off during coiling procedure of a carotid-cavernous fistula (ccf). No complications with the patient were reported during this procedure.